Event description:
It was reported that during a ptca/stent procedure in a restenotic right coronary artery, a stent delivery system (sds) was advanced distal to the lesion. Stent was dislodged when the sds was retracted. The stent was deployed distal to the target lesion. A second stent was deployed to treat the lesion.